Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hub was cracked. The vizigo sheath hub was cracked, it was noticed when attempting to flush the sheath prior to patient insertion. The sheath was exchanged with another vizigo to continue. No patient consequences were reported. Hub detachment is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hub was cracked. Device evaluation details: the carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. The device was inspected, and it was found the hub component was broken. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in some place external to the manufacturing environment. A device history record evaluation was performed for the finished device 00001957 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).